Manufacturer narrative:
Concomitant medical products: competitor device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The right ventricular (rv) lead was explanted and replaced. The right atrial (ra) lead was explanted. No further patient complications have been reported as a result of this event.